Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, it was noticed that the haptic came out straight. Additional information has been requested, received and stated the issue was notice during loading with no patient contact. The procedure was completed the same day.